Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, potential vascular occlusion (pt: vascular occlusion) was deemed to meet serious injury criteria of required intervention to preclude permanent damage. The device history record for radiesse (+) lot number a00015940 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us nurse and concerns a patient. The patient was injected with around 0.7 ml of radiesse (+) ®, into the chin (off label use of device). Batch number was reported as a00015940. A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse (+) ® was confirmed as a00015940 (expiry date 05/2023). After the treatment with radiesse (+) ®, the patient experienced a potential vascular occlusion (reported as vo). The reporter was seeing daily improvement. Based on the provided information, the outcome of the event was considered as resolving.